Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack. The sys was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the 9600 sys displayed a saturation error on the doghouse. Sys was rebooted and the error was cleared. The case was completed. There was no report of pt injury.